Event description:
During a preoperative check of the equipment, customer reportedly noted a stuck flush valve. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.